Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of treatment. Air bubbles were discovered in unused lines. When treatment was stopped fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the back of the cassette and the cassette door. In a follow up, the patient's spouse verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and is still using it. The cycler set is available to return.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of treatment. Air bubbles were discovered in unused lines. When treatment was stopped fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the back of the cassette and the cassette door. In a follow up, the patient's spouse verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and is still using it. The cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Reynosa received the complain product sample open without its original packaging on 08/13/2025 from the customer.the complaint product sample was disinfected according to rqam-326, as the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film.the complaint product sample was visually inspected according to bom 050-87216, during the visual inspection with the microscope, a hole was found in the cassette film. No other damage was found on the cassette hard plastic or product. Since the lot number of product involved is unknown a search on system was performed of the lots delivered to the customer within three months before the event date on 07/05/25, resulting in 3 lots. A DHR review was performed for the involved lots and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. This kind of damage could have the following causes as per risk analysis (B)(4): pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. The event was confirmed based on the sample evaluation,